Manufacturer narrative:
(B)(4). Dilatation catheter: voyager; stent: rx acculink (1011344-30/unk). (B)(4) - incorrect removal. There are several possible causes for difficulty advancing the retrieval catheter (rc), including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent. It may be possible that the stent was not fully apposed to the vessel wall or implanted in an angled segment of the artery resulting in interaction between the retrieval catheter and the stent during advancement. During attempted embolic protection device (epd) removal, the emboshield nav6 (rc) was unable to advance through the deployed stent despite neck maneuvers and sheath advancement. It was reported that an rx accunet shapeable tip rc was used in an attempt to recover the epd; however, it could only be advanced partially through the stent; therefore, the epd was pulled down into the accunet rc and was removed from the body. The emboshield nav 6 instruction for use (IFU) instructs to: advance the rx retrieval catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of vessel. Retrieval can then proceed. In this case, pulling the filtration element through the stented segment does not appear to have contributed to the reported retrieval difficulties. Without having the product for evaluation, a conclusive cause for the reported difficulty advancing the retrieval catheter could not be determined. However, there is no indication of a product quality deficiency. The rx accunet (1011649-65/0101361) and the rx acculink (1011344-30/unk) are each being filed under separate mfrs.

Event description:
It was reported that the emboshield nav 6 embolic protection device (epd) was successfully positioned in the left internal carotid artery. The target lesion was in the left common and internal carotid arteries. During acculink stent deployment, the stent migrated forward and was implanted completely in the target internal carotid artery. Although the common carotid was not covered, no intervention was performed. The stent was postdilated and the patient experienced bradycardia and hypotension. Neosynephrine was given and both resolved the same day. During attempted epd removal, the nav6 retrieval catheter (rc) was unable to advance through the deployed stent despite neck maneuvers and sheath advancement. An rx accunet shapeable tip rc could only be advanced partially through the stent; therefore, the epd was pulled down into the accunet rc and was removed from the body. There was no adverse patient sequela. Though requested no additional information was provided.